Event description:
During an ercp a jagtome rx 39 was being used to access the papillae. When the doctor went to make a cut using this equipment, the tome part broke. The doctor noticed it immediately after it happened and the jagtome was removed. Upon inspection, the metal piece was noted to be stuck in the biopsy channel of the scope. The rn was able to safely remove it. All broken pieces were recovered. A new jagtome was used without incident and the case was completed without further complications.